Event description:
It was reported that a dissection had occurred. A procedure was being performed with a 4.00 x 38mm synergy xd drug-eluting stent, which was successfully deployed. When attempting to remove the device, the delivery system was unable to be pulled back through the guide. The device was stuck, and upon further pullback, the device dissected the graft. Two stents were deployed to cover the dissection to complete the procedure without further issue or patient injury.